Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es machine was in critical override. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist confirmed that the stations was no nonger be in critical override also there was no response from the customer and proceeded to close the case. The system functioned as intended after the technical support specialist inspected the device.